Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user medwatch (B)(4) that thrombus, balloon rupture and detachment occurred. The patient underwent left iliac artery angiogram with stent placement. During the post-dilation with an 18 x 40mm xxl balloon dilatation catheter, the balloon apparently ruptured after stent placement. Only the shaft and a bit of the tail end of the balloon was able to be retrieved. At that point, detailed venography of the inferior vena cava and angiography of the right atrium and pulmonary artery did not reveal the balloon material. Intravascular ultrasound of the stent and the iliac and femoral vein also did not show the balloon fragment. The patient remained hemodynamically stable throughout the procedures. The next day, the patient underwent a chest CT angiogram which revealed that the left lower lobe pulmonary artery was occluded, presumably with a combination of balloon material and associated thrombus. The patient was asymptomatic. The patient underwent catheterization that day. When the pulmonary artery line was advanced into the left main pulmonary artery, the balloon material was visualized. With appropriate measures in place to prevent the foreign body from migrating to the lungs, the entire balloon material was retrieved. The piece matched the missing fragment. A repeat angiogram of the l pa showed a small, non-occlusive thrombus in the middle of the lower lobe pulmonary artery, which was not thought to be clinically significant. The patient tolerated the procedure well and was discharged home the following day. No further complications were reported and the patient's status is fine.